Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation, therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date. According to the complainant, the felt piece inside the biopsy cap was pushed down into the working channel of the scope. It was reported that this event has occurred five times and the scope was sent for repair. It was not reported how the procedure was completed. There were no patient complications reported as a result of this event.